Event description:
It was reported during a breast biopsy procedure that during the application of the micro mark clip, there was a fragment of plastic loosened in the breast of the patient. The plastic is still in the patient. Patient will have an operation in which the foreign matter will be removed.